Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the hospital for an elective generator replacement due to the battery advisory. Once the device was replaced, the atrial lead was explanted and replaced when noise was noted on the atrial channel. The procedure was completed successfully without adverse consequences. The patient was in stable condition following the procedure and will be followed normally.